Event description:
Pt has undergone several test treatments with 3 different lasers: nd:yag @1064, alexandrite @ 755, ruby @ 694. The ruby laser provided the best results. Tests were done on a concealed area. Pt has had one treatment on the original treatment area (face) with some lightening achieved. Pt will be retreated every 3-4 weeks. Treating physician believes complete resolution is possible.